Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specifications. Dose audit reports were reviewed and demonstrated the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc requirements. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was completed for the reported complaint and fs libre sensors, and there were no adverse trends that indicate any potential product-related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Event description:
Abbott diabetes care received a mhra user report which contained the following information: a nurse reported on behalf of the customer who tried to remove the adc freestyle libre sensor and "it broke into two and left the needle part of sensor in skin". The nurse further reported that the "broken device was removed from the skin and the needle was attached to the broken part of device removed". No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation and not expected to be returned. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a mhra user report which contained the following information: a nurse reported on behalf of the customer who tried to remove the adc freestyle libre sensor and "it broke into two and left the needle part of sensor in skin". The nurse further reported that the "broken device was removed from the skin and the needle was attached to the broken part of device removed". No further information was provided. There was no report of death or permanent injury associated with this event.